Manufacturer narrative:
The original decision was taken on the vmsr report. However, a second review indicates this complaint is a serious injury.

Event description:
Implant failed due to a surface defect. The original decision was taken on the vmsr report. However, a second review indicates the complaint is a serious injury.